Event description:
Baxter quality management received one set from the facility. During evaluation, the set was found to have a cut in the tubing. The lot number was not provided. The facility reports there has been no report of pt/user injury.